Manufacturer narrative:
The returned test strips and vial showed no defects. In addition the returned meter appeared undamaged and clean on the outside. The returned and retention test strips were measured with the returned and meter with a high level control sample.all inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Testing results (qc range 2.7-3.9inr): qc 1: 3.1 inr , qc 2: 3.2 inr , qc 3: 3.1 inr . The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The customer complained of a discrepant inr result on coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 3.0 inr and at the same time the laboratory result was 1.8 inr. On (B)(6) 2019 the meter result was 2.5 inr and at the same time the laboratory result was 1.73 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The customer is 'well'. Relevant retention test strips (lot 297790) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.